Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump volume was too low and sounded muffled. Customer's blood glucose was 68 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.